Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The complaint device was discarded and is not available for physical evaluation. Therefore, the reported complaint cannot be confirmed. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality, or using incorrect instrumentation for preparing the bone hole; however, the root cause of this specific device failure cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed with one unrelated incident with no link to this complaint; therefore, there is no evidence of manufacturing anomalies that would have contributed to the reported issue. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device not returned for evaluation.

Event description:
The sales rep reported that upon insertional into the femoral tunnel the customer's 7x23 milagro tapered screw shattered during an acl procedure. There were no patient consequences but a 5-minute delay was reported. All debris was removed from the bone hole and the case was completed with another like device in the same bone hole. The sales rep stated that the bone quality of the patient was good and does not know if the doctor was off access. The device was discarded by the customer.